Manufacturer narrative:
Mfg event ID: (B)(4). The device reported, list number (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, list number (B)(4), that is marketed domestically.

Event description:
The complainant reported an under-delivery. The feeding rate was 105 ml/hour, and the delivery time frame was 12 hours for an intended delivery of 1260 ml; however, no feed was delivered.